Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
The following was reported via medwatch/MDR report # mw5179561: "during a scheduled surgery of left distal radius open reduction internal fixation on, surgeon attempted to use a wire cutter to trim a metal wire and unexpectedly they stated that the wire cutter's blade scattered into multiple pieces and fell into patient's surgical site." Attempts have been made to obtain additional information regarding the selection clinical code: altered state of conscious in voluntary medwatch report. No additional information has been provided at this time.

Manufacturer narrative:
Updated fields: d9, g3, g6, h2, h3, h6, h11. The carb-edge d/a wire cutter 7 (275510) was not returned for evaluation after several good-faith efforts had been made to retrieve the product; therefore, an evaluation of the device could not be performed. Definitive root cause cannot be determined. The product is labeled to cut wires with a maximum diameter of 1.7 mm. Breakage may result from cutting a wire that is too thick. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation will be performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.